Manufacturer narrative:
Additional information added: h10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product was dry. A black hair like particulate matter was observed between the o-ring sealing and the header cap. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of one unit of a revaclear 400. There was no patient involvement. No additional information is available.